Event description:
It was reported that the pump had been alarming ¿no disposable clamp tubing.¿ troubleshooting was performed but the alarm persisted. No patient harm had occurred. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.